Event description:
Per clinical trial (B)(6): on (B)(6) 2016, patient underwent bilateral revision augmentation; implant pocket herniation, using an imf incision. 2 pieces of galaflex were used and cut in elliptical shape. Concomitant procedures included capsulorrhaphies and capsulectomies. On (B)(6) 2016, left breast capsular contracture was reported. Patient was given medication (advil, vitamin e). Pi recommended left inferior capsulotomy at that time. Patient had not yet scheduled revision at the (B)(6) 2016 follow up. No further information was given. Review of medical affairs identified that the reported ae is likely related to the device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced the post-op complication of capsular contracture and treated with medication. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Not returned - remains implanted.